Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device records 13 log entries between the (B)(6) 2007 and the (B)(6) 2016. The device records 8 manual power ups up to the (B)(6) 2015, the longest of which lasts 1 minute 28 seconds. The device records 5 manual power ups between the (B)(6) 2016, two of which last ten minutes duration. No further log entries were recorded. Investigation the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.